Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported via phone call that insulin pump rebooted in the middle of bolus delivery and time and date would need to be reprogrammed. It was reported that data was missing from report per healthcare professional. It was also reported that insulin pump received a no delivery alarm and received a software error alarm and a program safety alarm. Customer was assisted in clearing alarms. Insulin pump passed self-test. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.